Manufacturer narrative:
E1: reporter email not available. Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via the submitted log file. The heartmate ii system controller (serial number:(B)(6). ) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 165 days (01dec2022 ¿ 16may2023 per timestamp). A replace controller alarm was active on 20feb2023 at 20:26:13 and was accompanied by a yellow wrench alarm and an lcd fault. The replace controller alarm and the yellow wrench alarm were activated due to the lcd fault. The alarm resolved by itself. The lcd fault was active several other times throughout the log file but was not active long enough to activate an auditory/visual alarm. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the heartmate ii system controller (serial number:(B)(6). ) and the heartmate ii system controller passed all manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including yellow wrench, replace controller and lcd fault alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that additional review of the log files revealed a yellow wrench advisory alarm associated with a replace controller alarm and an lcd fault on 20feb2023.